Manufacturer narrative:
Results - bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation, the root cause / potential root cause for the additive abnormality was determined to be a process interruption that could cause additive to not form into the lyophilized pellets.

Event description:
It was reported that the additive in the plus plastic c&s preservative tube is not normal. No injury or medical intervention reported.